Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / migration of essure'), fallopian tube perforation ('migration/perforation'), uterine haemorrhage ('abnormal uterine bleeding / bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding on (B)(6) 2017, headache, anxiety and urinary tract infection. Ucg today was negative. Concurrent conditions included weight gain, fatigue, vaginal dryness, breast pain, amenorrhea, sleep disorder, weight decreased, cervical dysplasia, adenomyosis, chronic cervicitis, lower abdominal pain, bloody vaginal discharge, endometriosis, irregular menstrual cycle, dysmenorrhea, abdominal discomfort and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), vaginal disorder ("vaginal scarring"), back pain ("back pain") and infection ("infection"). The patient was treated with surgery ((B)(6) 2015 ¿laparoscopic bilateral tubal occlusion wfilshie clips & removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal disorder, back pain and infection outcome was unknown. The reporter considered back pain, fallopian tube perforation, genital haemorrhage, infection, pelvic pain, uterine haemorrhage, uterine perforation and vaginal disorder to be related to essure. The reporter commented: left about 1 to 2 cords endometrial cavity on the left side and right about 4 to 5 coils outside the tubal ostia. On (B)(6) 2015: laparoscopic bilateral tubal occlusion with filshie clips and removal of migrated essure device. On (B)(6) 2017: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. There was some adhesions around the left fallopian tube and also it appears that there is an essure system that migrated on the left side in the posterior cul-desac. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure fallopian tube coil on the left side appears to be migrating into the endometrial cavity. Concerning the injuries reported in this case the following events were confirmed via medical record: pelvic pain, back pain, uterine bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / migration of essure'), fallopian tube perforation ('migration/perforation'), uterine haemorrhage ('abnormal uterine bleeding / bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding on (B)(6) 2017, headache, anxiety, lower urinary tract infection and uterine bleeding. Ucg today was negative. Concurrent conditions included weight gain, fatigue, vaginal dryness, breast pain, amenorrhea, sleep disorder, weight decreased, cervical dysplasia, adenomyosis, chronic cervicitis, lower abdominal pain, bloody vaginal discharge, endometriosis, irregular menstrual cycle, dysmenorrhea, abdominal discomfort and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), vaginal scarring ("vaginal scarring"), back pain ("back pain"), infection ("infection") and device dislocation ("migrating into the endometrial cavity"). The patient was treated with surgery (B)(6) 2015 ¿laparoscopic bilateral tubal occlusion wfilshie clips & removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal scarring, back pain, infection and device dislocation outcome was unknown. The reporter considered back pain, device dislocation, fallopian tube perforation, genital haemorrhage, infection, pelvic pain, uterine haemorrhage, uterine perforation and vaginal scarring to be related to essure. The reporter commented: left about 1 to 2 cords endometrial cavity on the left side and right about 4 to 5 coils outside the tubal ostia. (B)(6) 2015: laparoscopic bilateral tubal occlusion with filshie clips and removal of migrated essure device. (B)(6) 2017: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. There was some adhesions around the left fallopian tube and also it appears that there is an essure system that migrated on the left side in the posterior cul-de-sac. Discrepancy in essure insertion date as: 2013. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure fallopian tube coil on the left side appears to be migrating into the endometrial cavity.. Concerning the injuries reported in this case the following events were confirmed via medical record: pelvic pain, back pain, uterine bleeding. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / migration of essure'), fallopian tube perforation ('migration/perforation'), uterine haemorrhage ('abnormal uterine bledding / bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding on (B)(6) 2017, headache, anxiety, lower urinary tract infection and uterine bleeding. Ucg today was negative. Concurrent conditions included weight gain, fatigue, vaginal dryness, breast pain, amenorrhea, sleep disorder, weight decreased, cervical dysplasia, adenomyosis, chronic cervicitis, lower abdominal pain, bloody vaginal discharge, endometriosis, irregular menstrual cycle, dysmenorrhea, abdominal discomfort and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), vaginal scarring ("vaginal scarring"), back pain ("back pain"), infection ("infection") and device dislocation ("migrating into the endometrial cavity"). The patient was treated with surgery ((B)(6) 2015¿laparoscopic bilateral tubal occlusion wfilshie clips & removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal scarring, back pain, infection and device dislocation outcome was unknown. The reporter considered back pain, device dislocation, fallopian tube perforation, genital haemorrhage, infection, pelvic pain, uterine haemorrhage, uterine perforation and vaginal scarring to be related to essure. The reporter commented: left about 1 to 2 cords endometrial cavity on the left side and right about 4 to 5 coils outside the tubal ostia. (B)(6) 2015: laparoscopic bilateral tubal occlusion with filshie clips and removal of migrated essure device. (B)(6) 2017: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. There was some adhesions around the left fallopian tube and also it appears that there is an essure system that migrated on the left side in the posterior cul-de-sac. Discrepancy in essure insertion date as: 2013. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure fallopian tube coil on the left side appears to be migrating into the endometrial cavity. Concerning the injuries reported in this case the following events were confirmed via medical record: pelvic pain, back pain, uterine bleeding. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received lot number was added. Medical history was added. Event device migration added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / migration of essure'), fallopian tube perforation ('migration/perforation'), uterine haemorrhage ('abnormal uterine bleeding / bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding on (B)(6) 2017, headache, anxiety and urinary tract infection. Ucg today was negative. Concurrent conditions included weight gain, fatigue, vaginal dryness, breast pain, amenorrhea, sleep disorder, weight decreased, cervical dysplasia, adenomyosis, chronic cervicitis, lower abdominal pain, bloody vaginal discharge, endometriosis, irregular menstrual cycle, dysmenorrhea, abdominal discomfort and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), vaginal disorder ("vaginal scarring"), back pain ("back pain") and infection ("infection"). The patient was treated with surgery ((B)(6) 2015 ¿laparoscopic bilateral tubal occlusion wfilshie clips & removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal disorder, back pain and infection outcome was unknown. The reporter considered back pain, fallopian tube perforation, genital haemorrhage, infection, pelvic pain, uterine haemorrhage, uterine perforation and vaginal disorder to be related to essure. The reporter commented: left about 1 to 2 cords endometrial cavity on the left side and right about 4 to 5 coils outside the tubal ostia. On (B)(6) 2015: laparoscopic bilateral tubal occlusion with filshie clips and removal of migrated essure device. On (B)(6) 2017: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. There was some adhesions around the left fallopian tube and also it appears that there is an essure system that migrated on the left side in the posterior cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure fallopian tube coil on the left side appears to be migrating into the endometrial cavity. Concerning the injuries reported in this case the following events were confirmed via medical record: pelvic pain, back pain, uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.